Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed; however, the assignable cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Changed evaluation code from 79 to 67, because the cause was not determined.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check lines and bags alarm during the prime on the homechoice machine(hc). The home patient(hp) stated she was getting this alarm earlier so she changed out the set and reconnected the same bags to the new set. The technical service representative(tsr) the tsr advised the hp to start over with all new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.